Event description:
It was reported the insulin pump has had multiple no delivery alarms for several days. Customer's blood glucose was 29.2mmol/l. The device was checked, tubing was changed and reservoir and alarm continued. No alarms in the alarm history. Alarm occurs in the bolus or basal. No further information reported.

Manufacturer narrative:
The insulin pump passed all functional testing. No unexpected alarms were noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched liquid crystal display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.